Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is on or before (B)(6) 2024. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: telephone number: (B)(6). Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a defective simplicity injector tip was received, did not damage the intraocular lens (iol). There was patient contact, eye affected was the left eye. It was noted that this was the second time this defect occurred with the customer in a short space of time. The 1st time event was captured in another complaint folder. No other information was provided.

Manufacturer narrative:
Additional information: product evaluation was not performed because the product has not been received. The customer provided photos were evaluated and found photo #1, the plunger rod was observed advanced, but no damage could be identified. Photo #2, damage at the cartridge tip could be observed. Based on the quality of the photos, no further evaluation could be performed. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the evaluation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.